Event description:
It was reported that a user experienced elevated blood glucose after dinner while using the ilet, and review of outcome reports indicated glucose was already elevated prior to the meal despite appropriate meal announcement and no unannounced carbohydrate intake. Symptoms included hyperglycemia, with glucose trending down to 244 mg/dl by the end of the call. Outcomes included no reported injury, no medical intervention beyond self-management, and no hospitalization. Investigation included review of device-reported data and troubleshooting education with the user. Investigation of this case revealed no device malfunction or component failure identified, and no user error confirmed. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.